Event description:
Prior to device replacement due to normal battery depletion, noise was observed on the right ventricular (rv) lead. It could not be determined if the issue was due to the rv lead or by the connection between the lead and the header of the device. The rv lead was capped and the device was explanted and replaced in order to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2018-06737.

Manufacturer narrative:
The reported noise could not be confirmed. Sensitivity and noise testing revealed no sensing anomalies or noise generated by the pacemaker. Evaluation of the device header found no anomalies that could contribute to the reported noise. Further testing revealed the device had reached elective replacement indicator (eri) battery levels due to normal battery depletion.